Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) selector knob was damaged. It was also indicated that the output connector was broken, display wire was pinched, case was broken, and hanger assembly was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a cover and the selector knob had been pushed inside of the unit. The epg was returned for service. There was no patient involvement.